Event description:
Same case as MFR#: 2134265-2010-02367. It was reported that during a right iliac angioplasty and stenting treatment procedure, removal difficulties and a guide wire tip fracture occurred. The physician was treating a 99% stenosed lesion located at the bifurcation of the non-calcified right common iliac artery. Vascular access was obtained through the left femoral artery and another manufacturers' 6fr introducer sheath was positioned. An 8x27mm express ld stent was placed in the right ostium of the right common iliac artery without complications. An amplatz super stiff guide wire was then used to facilitate the advancement of an 8.0x40x75cm express ld stent. This stent was having difficulty crossing through the previously implanted 8x27mm express ld stent. The physician thinks this could have occurred because the stent was not pressed tightly against the balloon and that a stent edge may have become bent. It was also reported that the 8x27mm express ld stent was implanted near a bend in the vessel, making advancement through the stent difficult. An attempt to remove the amplatz guide wire and 8.0x40x75cm express ld stent were made, however, resistance was met when the devices were pulled back through the introducer sheath. The distal tip of the amplatz guide wire began to unravel as it was being pulled through the sheath. As a result, a small section of the distal tip broke off inside the sheath. The tip was contained within the sheath and the sheath, wire, and stent delivery system were removed together. No pieces of the wire were left inside the patient. The procedure was completed with balloon angioplasty because nothing would pass through the placed 8x27mm express ld stent. The final position of the 8x27mm was not affected from the advancement difficulties of the 8.0x40x75cm express ld stent. There were no reported patient complications. The patient status is listed as "fine".

Event description:
Same case as MFR#: 2134265-2010-02367. It was reported that during a right iliac angioplasty and stenting treatment procedure, removal difficulties and a guide wire tip fracture occurred. The physician was treating a 99% stenosed lesion located at the bifurcation of the non-calcified right common iliac artery. Vascular access was obtained through the left femoral artery and another manufacturers' 6fr introducer sheath was positioned. An 8x27mm express ld stent was placed in the right ostium of the right common iliac artery without complications. An amplatz super stiff guide wire was then used to facilitate the advancement of an 8.0x40x75cm express ld stent. This stent was having difficulty crossing through the previously implanted 8x27mm express ld stent. The physician thinks this could have occurred because the stent was not pressed tightly against the balloon and that a stent edge may have become bent. It was also reported that the 8x27mm express ld stent was implanted near a bend in the vessel, making advancement through the stent difficult. An attempt to remove the amplatz guide wire and 8.0x40x75cm express ld stent were made, however, resistance was met when the devices were pulled back through the introducer sheath. The distal tip of the amplatz guide wire began to unravel as it was being pulled through the sheath. As a result, a small section of the distal tip broke off inside the sheath. The tip was contained within the sheath and the sheath, wire, and stent delivery system were removed together. No pieces of the wire were left inside the patient. The procedure was completed with balloon angioplasty because nothing would pass through the placed 8x27mm express ld stent. The final position of the 8x27mm was not affected from the advancement difficulties of the 8.0x40x75cm express ld stent. There were no reported patient complications. The patient status is listed as "fine".

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device found that the distal tip was slightly unraveled/stretched. Additionally, the specimen presents kinks 7, 13, and 27cm proximal from the distal tip. The distal section was inspected under magnification. The distal tip exhibits evidence of being present, intact, and properly coated. The core wire exhibits evidence of being properly attached to the distal tip section. No damage or inconsistencies were noted to the core wire. The manufacturing batch record review for both reported lots confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).